Event description:
It was reported that the patient received inappropriate atp therapy for an svt that was misdiagnosed as a vt. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
.